Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual evaluation was performed, and the following were the findings. Trace amount of viscoelastic or bss residues were observed inside the cartridges'. Lens was received out of the device, stuck out in the cartridge. Cartridge tip and tube was observed cracked/damage which could be caused by the pushrod. The dcb00 system was partially advance position. Complaint issue reported ¿cartridge cracked¿ was verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device cartridge broke. The cartridge tip had contacted patient's right eye. Another lens of same model and diopter was used to complete the procedure and the patient had recovered. No further information was available.